Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurost imulator product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has always had difficulty getting good coupling when they charge each implantable neurostimulator (ins). The patient thinks they are having issues with coupling due to the healthcare provider (hcp) implanting the inss, "not paralleled but in the same plane." The patient explained that the left ins was implanted, "way over and down," and the right ins was deeper in the body. The patient noted that the right ins was easier to find because it was implanted very close to the surface. During the call, the wireless recharger (wr) intermittently connected to each ins, but the patient was eventually able to get a good connection with inss after they repositioned the wr. The patient was redirected to their hcp to further address the issue. The patient called back reporting the same ongoing issues with charging the ins battery on their left chest. Patient stated it is very difficult to charge this side due to the position of the ins. The patient was only intermittently able to get the wr to connect to the ins and then it would immediately go back to searching. Patient encountered service code 4100 twice during the course of troubleshooting. Patient repositioned the wr multiple times and was still having difficulty. Ps recommended patient palpate the ins and align the bottom edge of the ins with the rounded edge of the wr. Patient did so and was able to connect to ins and sustain charging throughout the remainder of the call. Therapy was on, ins battery at 25% with excellent charge quality. Recommended patient charge the ins as long they can comfortably do so. Recommended patient ask for assistance from a friend or family member with future charging sessions as patient indicated he shakes.